Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with monitor) has been confirmed. As received, the belt failed incoming testing. Upon investigation, there was an open along the black (main batt) wire and the orange (+5v) wire inside the trunk cable. The cause of the test failure is the open wires. No adverse event resulted from the open wires.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with the monitor.